Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Upon further investigation found delaminated (dso) downstream occlusion seal. The cause of the reported issue was a nonreactive (dso) downstream occlusion seal. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.